Event description:
Per the clinic, the patient experienced no benefit with device use. Subsequently, the device was electively explanted on (B)(6) 2025, due to need for MRI (for a non-device related issue). There are no plans to reimplant the patient with a new device as of the date of this report.